Event description:
It was reported that during implant of the pulse generator, the physician had difficulty inserting a lead into the atrial header port of the device. Silicone oil was used as a lubricant and the lead was able to be fully inserted. The device was successfully implanted. The patient was in good condition before, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.